Event description:
A device report from synthes (B)(4) reported that a facility in (B)(6) had the following event: the threaded tip of the clamp hold broke off inter-operatively. The broken part was retrieved and discarded.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Manufacturing documents were reviewed and no complaint related issues were found.